Event description:
At a routine follow up visit three months post procedure, the physician took the patient off of plavix, prescribed at discharge. The physician kept the patient on an aspirin regimen explaining that this should alternated between baby and regular aspirin. At a second routine appointment nine months post procedure, in-stent restenosis in the left p1 segment of the posterior cerebral artery (pca) and moderate narrowing in the right p1 segment of the pca was found. The physician has put the patient back on plavix.

Event description:
At a routine follow up visit three months post procedure, the physician took the patient off of plavix, prescribed at discharge. The physician kept the patient on an aspirin regimen explaining that this should alternated between baby and regular aspirin. At a second routine appointment nine months post procedure, in-stent restenosis in the left p1 segment of the posterior cerebral artery (pca) and moderate narrowing in the right p1 segment of the pca was found. The physician has put the patient back on plavix.

Manufacturer narrative:
Anticipated procedural complication. The subject device remained implanted; therefore, physical analysis cannot be performed. A ship history review identified two batches that were supplied to the user facility prior to the reported event. The device history review on the two batches did not identify any issues or discrepancies. The reported event has been confirmed based on the information provided by the user facility. There is no indication from the investigation or information provided that the reported event is related to product specification nonconformance or misuse. There is also no indication that the neuroform device malfunctioned. The reported event reasonably suggests that the clinical event is anticipated in nature. Therefore, a root cause of anticipated procedural complication has been assigned to this event.